Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician was able to duplicate the reported issue (pause in between inhalation/exhalation). All tests were performed by using good known test patient circuit and ac adapter. Bench test was also performed on the ventilator and it was noticed during testing that the unit did not deliver proper tidal volume readings. Furthermore it was discovered during testing that the cause of improper tidal volume reading was bypass valve being blocked in turbine. Bypass valve was adjusted according to specification, ventilator passed all tidal volume and ltv final test.

Event description:
The customer reported while the patient was connected to lap top ventilator, patient insisted the unit did not feel right and noticed there was a pause in between the inhalation/exhalation. The patient is long term ventilator (model ltv1150) dependent. Respiratory therapist did try to adjust the rise time and sensitivity, but while holding the circuit there was a shake of tubing and pressure. Ventilator passed the general testing but customer decided not to use it since it was failed the same way during therapy usage. There was no patient harm or injury.